Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post bi-ventricular system implant, the patient experienced tachycardia and tachypnea. A chest x-ray revealed a left-sided pneumothorax. On (B)(6) 2015 a chest tube was placed and the pneumothorax was resolved without sequelae. The chest tube was removed and the patient was discharged home in good condition.

Manufacturer narrative:
This supplemental report is to correct the initial MDR 2017865-2015-30450, submitted on (B)(6)2015 section d11, concomitant device model 1457q/86, serial (B)(4) . This device was erroneously listed. This is an investigation device exemption product and is not reportable.